Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6: appropriate term/code not available: suggested code : mechanical driver.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they had an error with the console during the procedure. Procedure was not able to be completed. Another needle was used and they could not clear the error. A field engineer examined the equipment and found that the brevera driver was the issue, a new driver was installed and the system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
It was reported on (B)(6) 2025 that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began experiencing errors (no filter found) and (biopsy needle removed when going to fire the needle into the breast). The customer attempted rebooting the system and using a needle from a different lot, but they were unable to clear the error. The procedure was aborted, and the patient was rescheduled. Patient impact was reported as the patient needed to be rescheduled for a second incision. The dispatched hologic field service engineer (fse) installed a new brevera driver and performed all tests and calibrations that were necessary. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 2,423 days old at the time of the complaint. Further investigation could not be carried out as parts were not returned to hologic¿s post market quality assurance team. Since no parts were returned, a definitive root cause could not be determined. A hologic technical service (ts) specialist was contacted to provide additional insight from the device logs. While it could not be clearly identified why the error occurred, it is possible that (1) the filter wheel was not fully seated or (2) the filter wheel magnet was missing or bad (i.e. Not reacting with the filter motor while in the drawer). The second error was generated when the biopsy needle was removed prior to taking the system out of ¿biopsy¿ mode and into ¿standby¿ mode. It is possible that the needle was (1) not recognized by the reusable driver, (2) not properly placed onto the handpiece, or (3) that amid troubleshooting other operational issues, the customer removed the needle while the device was still in biopsy mode. Due to continued customer concern over the functionality of the device driver, the ts specialist requested that they provide a video of the driver initialization (this occurs when the driver is plugged into the brevera). From that video, the ts specialist was able to observe that the driver was failing aspiration pin operations and would need to be replaced. To note, failure of the aspiration pin operation cannot be linked to either of the error codes reported by the customer. This was an incidental finding. A review of the device logs confirmed that the system generated two errors. While these errors could occur for a number of reasons, root cause was unable to be determined as no part(s) were returned for investigation. Since the patient needed to be rescheduled, this event is considered reportable to the FDA. The calculated risk index (ri) is 4, which is the same as seen in the brevera risk file. Therefore, no risk file update is required. Similar issues will continue to be tracked and trended. Complaint confirmed: no device history record (DHR) review: driver serial number: (B)(6). Driver sku: brevdrv system serial number: (B)(6) driver manufacture date: 01-jun-2018 driver installation date: 26-oct-2020 UDI: (B)(4). Driver DHR review was performed and the device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections.